Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked component lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the act button was very hard to push and had to change batteries every 2 days. Customer confirmed that the time advanced. The customer also reported that the battery did not last more than one week. The customer declined troubleshooting for battery issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.